Event description:
It was reported that this left ventricular (lv) lead exhibited out of range pace impedance measurements during a device changeout procedure. The lead was reinserted multiple times into the header of the newly implanted device and the issue was resolved, within limit measurements were obtained. No adverse patient effects were reported. At this time, this lead remains in service.